Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the diagnosis procedure. The procedure was completed as planned by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not turn on. The system log file was reviewed, which confirmed the malfunction of geo pc. Upon troubleshooting, fse identified that geo ipc power surge was not turning on. To resolve the issue, fse replaced the geo computer, reinstalled and rebooted the system software. After the replacement of geo pc, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not start up. The device was inside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.